Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 494 mg/dl. The customer treated with syringe. The customer's blood glucose went down to 363 mg/dl. Customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
A visual inspection was performed on three opened and used reservoirs, found the transfer guard insertion needles were not centered and were not found parallel to the transfer guard body. The snap cap width dimensions were inspected and found one of the three reservoirs snap cap too loose to connect, lock or release properly; the remaining two reservoirs passed per inspection. No occlusion anomalies were found during filling.